Manufacturer narrative:
(B)(4)

Event description:
It was noted that low voltage paced complex was being oversensed, not t-waves. The physician planned to cap/replace the rv lead and use the pace/sense portion of the rv lead that was previously implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID d224trk, implanted: (B)(6) 2010; 419488, 5076-52, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was pacing below the programmed lower rate as seen on the external monitor strip. Post pacing t-wave oversensing (twos) was suspected. The device was explanted and replaced. It was also reported that there was intermittent loss of right ventricular (rv) capture threshold which caused the patient's heart rate to drop below their base rate. Additionally, there was high thresholds and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.